Event description:
It was reported that an ilet bionic pancreas with serial number (B)(6) displayed lines across the screen, making the display difficult to read; the affected device component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display problem consistent with a component issue affecting the touchscreen and resulting in a display that was difficult to read. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.